Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an intermittent power issue on (B)(6) 2015 and that the patient was hospitalized. On (B)(6) 2015, the blood glucose level read 'high' on the meter, and the patient had trace ketones, nausea, polydipsia, polyuria, and symptoms of dehydration. During troubleshooting, customer support found there was no visible damage to the pump, and no alarm history indicating a replace battery alarm which may have led to the power loss/rebooting. Cs advised to change to a new battery from a new pack, and the pump powered on appropriately. The patient remains hospitalized and on pump therapy. This complaint is being reported because the patient experienced hyperglycemia related to the power issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: on (B)(6) 2015 at 09:35, the pump alarmed with a replace battery alarm. The alarm went unacknowledged until (B)(4) 2015 at 12:39; therefore, basal deliveries were interrupted for 3 hours,15 minutes. A pump reboot and battery change was then observed. On (B)(6) 2015 at 12:54 a second pump reboot was observed in the black box and basal deliveries were interrupted for 9-minutes. The basal history corresponded with the total daily dose history and showed that the daily insulin delivery totals correctly reflected the user's programmed rates at time of complaint. The pump powered on with returned battery cap and it was able to fully tighten to the pump and measured within specifications. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.